Event description:
Tamponade occurred during a combined pulmonary vein encircling and right isthmus flutter ablation. At the end of the procedure the pt was not doing well and the echocardiogram showed a perforation. A drain of the pericardium was performed. Then an add'l surgery was performed which found no perforation. The prognosis for the pt is excellent.